Event description:
It was reported that the patient experienced fluid loss with an ambicor penile prosthesis (app). The app was explanted and a new spectra penile prosthesis (spp). Should additional relevant details become available, a supplemental report will be submitted.